Event description:
User received discrepant results for troponin for two samples. Sample 1 initial result 0.21 ng/ml, repeated on other analyzer resulted 0.8 and 1.2 ng/ml. Sample 2 initial result 0.13 ng/ml, repeated on other analyzer resulted 0.5 and 0.86 ng/ml. No information was provided to determine if erroneous results were reported or any adverse events occurred. If additional information is received, appropriate notification will be provided.